Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they stopped getting any therapeutic effect and a loss of stimulation. During the call, programming was reviewed and then they were switched from program 2 to program 1; they didn't feel stimulation. It was reviewed that it is okay to not feel stimulation, to monitor symptoms, and to slowly increase if needed. Patient then reported a fall in january where they broke their shoulder (broken bone was not related to device/therapy). Patient said nobody checked their ins after the fall. No further patient complications have been reported as a result of this event.